Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results for one patient on their e411 analyzer. The patient's initial fpsa result was 14.45 ng/ml. The initial tpsa result was 3.49 ng/ml. The sample was repeated and the fpsa was 15.14 ng/ml. The repeat tpsa result was 3.48 ng/ml. The discrepant results were reported to the physician in charge of the patient who asked back since the results did not fit the patient's clinical picture and who did not trust the results. The patient's sample was repeated twice on a siemens centaur analyzer. The first fpsa result was 2.20 ng/ml and the tpsa result was 13.23 ng/ml. The second fpsa result was 2.18 ng/ml and the tpsa result was 13.08 ng/ml. No actions were taken based on the discrepant results and the patient was not adversely affected. The tpsa and fpsa reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
Patient sample was sent for investigation. The customer's results were re-producible on a cobas e411 analyzer. The customer's results from the centaur analyzer were also confirmed. There was no indication of an interference. There was an indication of a possible rare tpsa isoform present in the sample that is not recognized by the antibodies present in the elecsys tpsa reagent. This issue is covered in the package insert.

Manufacturer narrative:
This event occurred in (B)(6).